Event description:
Same case as MFR ID # 2134265-2013-00460. It was reported that during a tunnel line sheathplasty procedure, the balloon catheter became stuck on the guidewire. As the devices were used inside the patient anatomy the mustang balloon catheter became stuck on the amplatz stiff guidewire. No patient complications were reported. Additional information has been requested and has not been provided.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).